Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose was unknown mg/dl. The customer noticed that the electrode was detached from the housing. The customer was advised that electrode could be extracted out of the body. The customer was advised that we would send replacement.